Event description:
It was reported that during the use of the device for a non-clinical activity, grease was leaking from the main bearing of the pump. There was no pt involvement.

Manufacturer narrative:
Date of event: the date of the event was not reported. Date entered has been estimated. This complaint was confirmed. This is a known issue with the generation 1 main bearing leaking grease. Pump was serviced which included but was not limited to replacing of the main bearing and returned to customer. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.